Event description:
New information noted that the pacemaker was explanted and replaced.

Manufacturer narrative:
"1535 - incorrect, inadequate or imprecise result or readings" should be excluded.

Manufacturer narrative:
Final analysis found the reported premature battery depletion and field event of rf telemetry anomaly was confirmed in the laboratory. Elevated current was observed and results from an increased duty cycle of the internal circuitry caused by the firmware. The cause of the premature battery depletion was due to increased duty cycle of the internal circuitry caused by the firmware. The cause of rf telemetry lockout was due to excess rf/64k telemetry usage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited radio frequency telemetry lockout and had corrupted data. Upon further interrogation, it was found that the pacemaker exhibited premature battery depletion. No intervention was performed and the patient was in stable condition.